Event description:
On (B)(6)2008, the pt was implanted with an scs system. On (B)(6)2010, it was reported that the pt felt a burning sensation at the extension site. The extension was explanted and replaced. The pt is currently satisfied with the replacement.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and found to meet specifications; no anomalies were found. The extension was visually inspected and discoloration was observed in the extension lead segment and septum. No other visual anomalies were noted. The extensions were subjected to functional testing and passed continuity testing. All channels measured less than 4 ohms. Stress testing did not reveal any failures. Conclusion: the reported complaint could not be confirmed. The extension passed all functional tests. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.